Event description:
This pt was under going laparoscopic repair of an incarcerated incisional hernia along with lysis of adhesions. The hussan trocar was secured at the right flank area. It broke apart at the suture notch.